Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain (occipital). It was reported that the patient has a shunt on the right side, so her stimulation system was implanted with one wire in her forehead and the other on the back of her head. The patient thought that one setting/group would cover both sides, front and back of head. She stopped feeling stimulation at the back of her head on the day of the report. The patient used her patient programmer to check the settings and she checked each group and only found one setting/program for each group. The patient spoke to the nurse at the health care provider office who reviewed the information about groups/programs with her. The patient was redirected to her health care provider to schedule a reprogramming session. There were no further complications reported.